Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-17. It was reported that the outcome of the event resolved without sequelae on (B)(6) 2017 (note: this conflicts with the previous report that the event resolved without sequelae on (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen with an unknown dose and concentration, dilaudid 1mg/ml for a total dose of 0.2700mg/day, and bupivacaine 17mg/ml for a total dose of 4.590 mg/day via an implantable pump for malignant pain and "breast". It was reported device interrogation/device date on (B)(6) 2017 revealed a pump motor stall at 08:32 on (B)(6) 2017. The stall did not recover until the pump was interrogated and reprogrammed on (B)(6) 2017 (logs not read until (B)(6) 2017). The patient did report persistent spasms that worsened in the evening on (B)(6) 2017 the intrathecal rate was increased on (B)(6) 2017 to achieve improved control of spasms. The outcome of the event resolved without sequelae on 017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related and was related to a magnetic resonance imaging (MRI). The event date was (B)(6) 2017. No further complications were reported/anticipated.